Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-45, implantable pacing lead, implanted: (B)(6) 2002. Product ID: 6944-58, implantable tachy lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was potentially fractured. High pacing impedance, noise, oversensing and inappropriate therapy was observed. The patient also had arrhythmias and received multiple shocks, some appropriate and some were inappropriate. Per the physician's request, the implantable cardioverter defibrillator (ICD) was reprogrammed (detection off/voo 75). Subsequently, the patient went into cardiac arrest and died. It was unknown if the potential lead fracture caused or contributed to the death. Additional information was received that the patient had been very ill and had a "bad" heart. Shocking impedance was within range but pace impedance was high. A cause of death was requested and not received. No additional details were provided.